Event description:
It was reported that since a device change out the ventricular pace/sense lead had been triggering an alert for low impedance. The alert was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.